Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned..

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 250 mg/dl. The cartridge on the pump was changed. The bg level was addressed with an insulin bolus and insulin injections with the help of the customer's guardians. Tandem technical support performed a system check on the current supplies and found them to be functioning as expected. The contact did not think the site was the issue, but indicated that the site would be changed.